Event description:
It was reported that the patient started to experience recurring incontinence again. Prior advance sling was implanted in 2011. A new artificial urinary sphincter (aus) consisting of a 4.5 cm cuff, a control pump and a 61-70 cm balloon was implanted. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The aus was implanted due to the sling did not correct his incontinence to an acceptable level. There were no further patient complications.